Event description:
The facility reported a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. The reporter did not know if there was patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of "damaged battery." A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.